Manufacturer narrative:
Medical device expiration date: na. Multiple 510k numbers were reported to be involved: k111860 and k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the customer received false positive results. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "evp false positives investigation."

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the customer received false positive results. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "evp false positives investigation."

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had an "false positive" error. Customer reported that they have received false positive results on evp. Field service was dispatched. Field service cleaned both readers and mux board. Field service swap both readers with each other and normalized both readers. Field service performed instrument calibration. Instrument was returned to the customer. Review of device history record for instrument serial number, (B)(6) shows that the instrument passed all test and inspections. Readers were tested at the vendor prior to receipt by bd and is tested once on the manufacturing site. Readers are also burned in to ensure long term proper operations. Service history review was performed for the instrument (B)(6) and in february 2022, the instrument experience false positive on evp. Field service cleaned and renormalized both readers. Field service performed a successful qualification run. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is confirmed by field service during dispatch. Complaint history for ¿false positive¿ was reviewed for the month of march 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Review of risk management documentation indicates that the potential risk of the reported failure mode was assessed as severity s3 with potential harm is incorrect therapy, possible medication adverse event via document baltrm-maxinst-aph, revision 21, line hw27. H3 other text : see h. 10.